Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Patient reported for "hardening ("very hard"), high breast, warmer, pain, "not smooth" for the right side. Device remains implanted. Patient later reported ¿hardened consistency on palpation and thickened periprosthetic fibrous capsule. Diagnostic impression: signs of periprosthetic fibrous capsular retraction on the right¿. Healthcare professional reports capsular contracture, baker grade IV.